Manufacturer narrative:
Additional information added to d9, h3, h6 and h10 the device was received for evaluation. The visual inspection of the provided video showed a loose particle inside the header cap during priming. The visual inspection by naked eye of product showed the product wet and the particulate matter was also visible inside the header cap. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed inside the cap of a polyflux 14l during priming. There was no patient involvement. No additional information is available.